Manufacturer narrative:
Account reported incorrect device product code. Correct device code was determined upon receipt of device. (B)(4). Follow up report sent to FDA on 04/02/2015.

Event description:
Procedure: lobectomy (open thoracotomy) according to the reporter: the reload fired completely without difficulty. This was the fourth firing with the same reload size and the same handle. It was fired in the articulated position, one click. The return knobs could not be retracted for removal from tissue. The reload was resected, resulting in unanticipated tissue resection. There was some bleeding resulting from resecting the reload. Surgery time was delayed by more than 30 minutes. No reinforcement material was used. The last known patient status reported as the patient is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).